Event description:
Plaintiff reports initial bilateral implantation 3/31/81 with explant 9/11/96. Plaintiff alleges various illnesses, but not limited to, pain and suffering. Permanent injuries, and disfigurement.